Manufacturer narrative:
This is one of two device reports related to this event, MFR #s 1225714-2014-12606 and 1225714-2014-12607.

Event description:
Additional information received noted that within approximately fourteen months of the initial adverse event, the patient experienced another cardiovascular event and subsequently expired.

Event description:
The plaintiff's attorney alleged that the patient experienced a severe adverse cardiovascular event on an unknown date in (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products.